Manufacturer narrative:
The cause of the reported condition was the user error attempting to use an interlink system secondary medication set (2c7451) and solution set with duo-vent spike (act5435) together. The two devices are not compatible with each other as the act5435 has a needle based y-site and the 2c7451 uses a male luer at the end of the set. Proper user instructions are addressed in the labeling for an interlink system secondary medication set, which is shipped with the device. The label warns the user that the secondary medication set interlink system is for use with interlink system continu-flo solution sets. The label also includes instruction for use which state to insert the cannula into an interlink y-injection site on continu-flo set. Proper user instructions are addressed in the labeling for a solution set with duo-vent spike (act5435), which is shipped with the device. The label includes instruction for use which state to access the injection site with siliconized 18 gauge (or smaller bore) needle. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink secondary medication set would not connect to the access port of a solution set. During setup, the customer was unable to puncture the port of the primary solution set with the secondary set. This event occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.